Event description:
It was reported that a skin irritation causing pain, swelling and liquid drainage had occurred while wearing the pod on the arm. The patient consulted a doctor and was prescribed bactroban antibiotic ointment for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.